Event description:
When getting ready to use the maryland dissector, surgeon noticed that tips were not aligned. The instrument was removed from the sterile field by the scrub tech and a new instrument was given to the surgeon. The instrument was given to the manufacturer's rep.